Event description:
It was reported that while the external pulse generator (epg) was being used on a patient during open heart surgery, undersensing was noted. The epg was exchanged for a new epg, the new epg had normal operation. The device was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the epg passed functional testing with no anomalies found. (B)(4).